Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation was due to a rupture. Device evaluation:visual analysis of the returned device identified: broken/missing shell and underweight. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool and missing piece of the shell. Based on the device analysis the final assessment is: a striated edge broken on anterior due to surgical damage. Missing piece of the shell due to inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.